Event description:
Patient reported left side rupture. The status of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been determined that the device associated with this complaint record is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.